Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported xen®45 gts fractured and subsequently did trabeculectomy in the unknown eye.